Event description:
During an in clinic follow up, the device was unable to be interrogated using inductive telemetry. A magnet was placed on the device, there was no response and a loss of pacing was noted. A device exchanged is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.